Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support for help but did not have the necessary charging supplies available and was provided with pump reset information to be completed later.